Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.

Event description:
Ref MDR #1219856-2010-00391 for the first event involving the same pt. It was reported that the second intra-aortic balloon (iab) became stuck in the super arrow-flex (saf) sheath during insertion. The insertion anatomical insertion site is not available. The md removed the iab and the saf sheath. The md "up sized to a 9 fr. Sheath and the third iab was inserted into the pt." A pt death was reported. There is no info available in ref to the question "did the device cause or contribute to the pt's death?" There is no available info in ref to the question "was medical/surgical intervention required?" Based on the cath lab tech, "there was a delay in therapy of 3 to 5 minutes." Pump strips or x-ray are not available. The pump used was the iap-0500. Per the risk mgr "the pt was in very bad shape coming into the lab."